Manufacturer narrative:
The reported event was unspecified lead malfunction. As received, a partial lead was returned in six pieces. Electrical testing of the lead portions did not find any indication of conductor fractures or internal shorts. Additional findings not related to the reported events: visual examination found an external insulation abrasion breaching the optim sheath only with the silicone insulation beneath intact and undamaged at the distal region of the lead consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that the lead was explanted due to an unspecified malfunction.